Event description:
On (B)(6), the user contacted dario to report high and inconsistent blood glucose (bg) readings. The user reported receiving a bg reading of 400 mg/dl compared to a bg reading in the 200 mg/dl range from her non-dario meter. The user also reported that three days prior to contacting dario, she received from her dario meter within a span of several minutes the following high bg readings: 390 mg/dl, 423 mg/dl, and 577 mg/dl, and a bg reading of 403 mg/dl one hour later. On (B)(6), the user reported receiving a bg reading of 483 mg/dl, and therefore decided to contact dario. Due to the above, the user reported that she stopped using the dario meter.

Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was using a cartridge of strips that expired in february 2022. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date". It was also determined that the user had 2 additional strip cartridges, however they expired in january 2023. The high bg readings may have been due to the misuse of the strips. There is not enough information regarding the meter available to further investigate this case. Therefore, no resolution is available.